Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. It was unable to download the date to verify the history anomaly, low reservoir or the excessive no delivery alarms due to no button response. No moisture damage inside the device was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was dropped into a milkshake a few days back and she rinsed the milkshake mix from the insulin pump with water. The customer also reported that after the moisture exposure, she tried to prime and insulin shot out and received a no delivery alarm. The customer mentioned she is 8 weeks pregnant and has had some high blood glucose levels. Blood glucose value was 314 mg/dl which she treated with the insulin pump. She also complained about download information being different from what was in the insulin pump. The alarm history showed a low reservoir and a no delivery alarm. No button error alarms were received but the device failed the selftest. Customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.